Manufacturer narrative:
(B)(4). Date sent: 2/9/2023. Investigation summary: this is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows a harhd instrument. The batch and serial can be observed as v95t88, (B)(6). Image 2: the image provided by the customer shows a harhd instrument with no apparent damage. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v95t88, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: v95t88. Additional information was requested and the following was obtained: could you please clarify if the blade tip broke off?--yes. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the tissue pad was damaged, melted, and not all present and the missing portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. No blade tip broke off could be identified during testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v95t88, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy the device was hard to be activated. Sometimes can be activated, and sometimes couldn't. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.